Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a minimally invasive surgical procedure on the foot. The surgeon was making the dorsal portion of the osteotomy and the burr broke inside of an incomplete cut. It broke at the base. The pieces were retrieved from the patient. Another burr was used to complete the case.

Manufacturer narrative:
The products were not returned. One image was provided and confirms the burr has fractured where the flutes begin on the shaft.